Event description:
The information provided to sjm indicated a 21mm sjm trifecta valve was implanted with no cuspal anomalies noted prior to implant. After closure of the chest/sternum echocardiography revealed aortic regurgitation. The chest was re-opened and all three cusps were noted to be mobile. Central leakage was noted at the coaptation site between the noncoronary cusp and the left coronary cusp. Since the aortic regurgitation was mild, the valve remained implanted and the chest was re-closed. Another echocardiogram revealed leakage was still present in the same position. A re-operation is not currently intended and the patient is being followed.